Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified reddish material inside the pebax, and a wrinkled and twisted condition on the pebax. During the procedure, the carto 3 system was displaying noise on the ECG (electrocardiogram) of the catheter when connected to the piu (patient interface unit). The noise was also seen on the recording system. The medical team had no signals but they could visualize the catheter on the carto 3 system. The team reseated the cable connections with no resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and functional test were performed following j&j medtech procedures. Visual analysis of the returned sample revealed reddish material inside the pebax, and a wrinkled and twisted condition on the pebax. Due these conditions the device was inspected under microscope, and it was found a damage on the electrode two with sharp rough edges and a partially lifting of the pebax surface on this section. Then, the device was connected to the carto 3 system, and it was recognized; however, errors 105 and 106 appeared on the screen due to an open circuit on the tip. The continuity of the electrical wires was measured, and no open circuits were detected. A manufacturing record evaluation was performed for the finished device number 31265791l, and no internal actions related to the reported complaint were identified. The electrical issue reported by the customer was confirmed as the damage on the electrode could be related to the noise issue reported by the customer. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The biosensor issue and the damage observed on the pebax are unrelated to the reported issue. The potential cause of the damages observed on the pebax, and electrode could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).